Event description:
Plaintiff alleges developing allergic reaction to latex after repeated exposure. Plaintiff alleges developing serious severe and permanent bodily injuries, including but not limited to the development of latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress. Plaintiff's spouse alleges loss of consortium of spouse.